Event description:
Paramedics attempted to use the device to administer a shock to a person diagnosed in ventricular fibrillation. The device allegedly displayed a leads off message and use of the defibrillator was inhibited. A backup defibrillator was made available and used to administer 4 shocks to the patient. The patient's outcome was not known.